Event description:
Customer called in to report that her blood glucose was over 400 mg/dl due to her reservoir was leaking. Customer stated that she was unable to bring her blood glucose down for the last three days. She stated that her insulin pump has insulin inside and it has moisture damage. It was unable to troubleshoot the insulin pump since customer was not home at the time of the call. Customer stated that she will call back to troubleshoot the unit.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.